Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/12/2020. D4: batch # u5c438. Investigation summary: the analysis found that one ec45a device (a) was returned with no apparent damage and with two ecr45d reload presents. The reloads (e & f) were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5c438. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Upon visual inspection of one photo, the following was observed: the photo shows tissue and bleeding is noted. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during a vats pulmonary wedge resection, after the second fire, the tissue was cut without staples and bleeding. Changed to another ecr45d reload, but still got the same issue. Changed to a new ec45a + ecr45d and still got the same issue. Finally, used another brand's stapler to complete the procedure. No blood transfusion was required and there were no patient consequences. No additional information could be provided.